Event description:
It was reported the device exhibits acu watchdog error . No patient injury.

Manufacturer narrative:
Other text: b3: date of event unknown. One infusion pump was received for evaluation. Visual inspection found top case was damaged at the front corners and the right plunger case is cracked. Event history log shows "primary audible alarm post and acu watchdog error". Power up and audio tests were performed. The primary audible alarm post was not duplicated. The cause of the reported intermittent problem was not determined. Audio test was performed and passed. No repairs needed at this time. Performed preventive maintenance and all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.